Event description:
A report of difficulty in communication between the internal and external equipment was received. The patient stated that she had an MRI performed and ever since she could not use her stimulator. A bsn sale representative determined that the ipg needed to be replaced. An ipg revision surgery was recommended, but the patient did not want to have surgery. She decided to leave it implanted without using it.